Event description:
It was reported by the patient that when the start button is pressed on the patient activator, "nothing happens." The activator was used successfully in the past. A new activator was ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.